Event description:
The customer called and reported the sensor readings were different from the customer's blood glucose. The customer stated the sensor said 69 mg/dl, triggering his insulin pump to threshold suspend, and his blood glucose was 143 mg/dl. Calibration and insertion techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.